Manufacturer narrative:
H4: the lot was manufactured between november 6, 2023 - november 7, 2023. H11: two (2) actual devices were received for evaluation. Visual inspection was performed and the reported condition of leakage was not easily identified by initial visual inspection. Functional leak testing was performed and a leak was identified from the administration spike port bonding area of both samples. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250 ml eva tpn bags leaked. This was observed during visual inspection after compounding the bags. There was no patient involvement. No additional information is available.